Event description:
It was reported that during the implant procedure that there was a report of a "failure mechanism" on the lead. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) upon inspection it was noted that the defib conductor of the lead was distorted and the helix/lobe of the lead was distorted. The exposed svc coil appears to have inadequate backfill at the proximal end.